Event description:
It was reported that a high-pressure alarm had been triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that a high-pressure alarm had been triggered. The review of event log found that a "high pressure" alarm was recorded in the event log multiple times. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.